Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to monitor sensor (mt1) and pressure sensor (mt2) being out of tolerance.

Manufacturer narrative:
Evaluation conclusion: only the returned component was evaluated.

Event description:
A ventilator's sensor board was returned to the manufacturer for investigation. There was no report of patient harm or injury. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was caused by sensors (mt3 and mt5) being out of tolerance.